Event description:
It is reported that customer experienced excessive scratches on display screen. No further information provided.

Manufacturer narrative:
Pump had no button response due to corroded keypad traces. Unable top performed displacement test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).